Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluated to report of a "no disposable clamp tubing" issue. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log was reviewed, and the pump was ran in user mode. The reported problem could not be duplicated. The unit was tested by operating the attach/detach cycle many times and the pump was found to be operating normally. The device was pressure tested and passed at 15.2 psi. This is the low end of the passing range. The downstream sensor would be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 6400 pump alarms no disposable clamp tubing. There were no reported adverse effects.